Manufacturer narrative:
(B)(4). Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the plastic reservoir ring was broken into half. The customer stated that insulin pump was bale to lock in place when inserted in the insulin pump. The insulin pump will be returned for analysis.